Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, following insertion into the capsule, a scratch was identified on the optic, and the product was subsequently exchanged with an unspecified lens on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).